Event description:
A patient indicated for urinary dysfunction reported they experienced ¿a lot¿ of pain and pressure in the bladder. The patient had increased stimulation before (B)(6) 2015 and it helped with the pain and pressure ¿some,¿ but then it got worse. This was noted to be a gradual change. Around (B)(6) 2016, the patient was not able to connect to the implantable neurostimulator using the patient programmer. Additional information was received from healthcare provider (hcp). It was reported that the interstim was not working properly and a new device was implanted on (B)(6) 2016. The bladder pain and pressure were resolved. It was further reported that the cause of the programmer not connecting to the device was that the patient had a fall. The programmer issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.